Event description:
It was reported that a device alarmed for a system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the history log confirmed the system error 322; however, the exact cause could not be determined. The upper and lower aux were found to be out of specification. The upper and lower aux were replaced.